Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected weak battery alarms or failed battery test alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube window corners and cracked reservoir tube window. The insulin pump was received with partially broken reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was intermittently responsive. The customer reported that the device may have recently been exposed to sweat. Blood glucose level at the time of the incident was 88 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.